Event description:
It was reported to boston scientific corp. That a pt (age and weight unk) underwent a therapeutic hydrothermal ablation procedure in 2007. Post procedure on a week later, the pt presented with watery discharge and reported being very sore with abdominal pain. The staff physician noticed white spots on her cervix. The cervix was also tender. The staff physician believes the pt was suffering from endometritis. The pt was treated with antibiotics and is doing better according to the complainant.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of; and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. It was not possible to identify any potential lots for this product as a ship history review revealed no shipments of this part number to this customer, therefore, no device history record review was possible. The october 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.